Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead had been programmed off due to pacing impedance measurements greater than 2500 ohms. Fluoroscopy revealed a lead fracture and the lead was removed from service and replaced. No additional adverse patient effects were reported.